Event description:
It was reported that during a low anterior resection procedure, the articulation shaft broke. A like device was used to complete the case. There was no reported patient consequence.